Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient became weak during a treadmill test performed a few days earlier. Intermittent loss of capture was noted in the ventricle. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.